Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 25,2022.

Manufacturer narrative:
This report is submitted on december 08, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to performance decrement. The patient was reimplanted with another cochlear device during the same surgery.